Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to recurring incontinence and atrophy of the urethra at the site of the cuff. The new 5.5 cm cuff was placed proximal to the old 4.5 cm cuff and the system cycled and functioned as design once replaced. No further patient complications were reported.